Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to display as ¿high,¿ but a specific value was unknown. To manage the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Reportedly, the customer changed cartridge and infusion set to address the issue.